Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced two erosions segments of mesh, incontinence, dysuria, bleeding, dyspareunia, pain, infection and secondary prolapse. A diagnostic laparoscopy, lysis of adhesions, bilateral salpingo-oophorectomy, excision of mesh with closure of vaginal defect and cystoscopies were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.